Manufacturer narrative:
The device was evaluated . The reported issue was confirmed. Device evaluation found scope communication error e218, and noted to be due to shortcut of circuit board unit . A definitive root cause could not be identified. Based on reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope, with no reported complaint. During the evaluation of the device, a scope communication error e218 was observed. There was no patient involvement.